Event description:
Customer reported to beckman coulter, inc. (Bec) that cartridge chemistry (cc) reagent probe a of the unicel dxc 800 synchron system was leaking. Customer reported that about 3 ml of liquid was on top the cc reaction wheel cover. Customer reported that erroneous results were generated and reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found both reagent probes a & b were leaking. The fse replaced the vacuum valve on reagent probe a.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01358.